Event description:
Receiving erratic readings. While troubleshooting, the customer got a blood glucose reading of 272 mg/dl. The customer took another reading immediately after and got 95 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.